Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and per the physician, the reported clip close inability and clip open while locked (cowl) were due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 5 functional regurgitation (tr), rotated heart, restricted small septal leaflet, and a dilated left atrium for a triclip procedure. Leaflet insertion was performed with an xtw clip. The clip was locked at 60 degrees and attempted to close down the arms with the arm positioner. The clip remained open at 15 degrees and could close down completely. Troubleshooting was performed such as, reopening and closing; unlocking, opening, and relocking at the 60 degree position; and unlocking, opening, and relocking in 120 degree position. The clip remained opened at 15 degrees. It was decided to leave the clip and proceed with deployment. After the detachment of the clip from the clip delivery system (cds), the clip opened to 30 degrees. The tr was reduced to grade 4. No additional clips were implanted. Per the physician the clip opened due to insertion with large amount of leaflet tissue/ material. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.